Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The three (3) elevator #77r (part# 09-0313, lot# 042518d18) were visually evaluated. The elevators were in good overall condition, but were fractured at the distal end. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to the products experienced excessive force during use, beyond what they were designed to encounter. The instructions for use (IFU) for these products has the following information provided in the section titled warnings and precautions: when handling sharp instruments use extreme caution to avoid injury: avoid undue stress or strain when handling or cleaning instruments. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the elevator fractured at the tip during the elevation of the maxillary left third molar. The procedure was completed with another elevator and forceps. No adverse events have been reported as a result of the malfunction.